Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent emergency endovascular treatment for a ruptured descending aortic aneurysm using gore® dryseal flex introducer sheath as an accessory during the procedure. The right femoral artery was cut down and the 22 fr sheath was attempted to insert, but a strong resistance was noted. Only the dilator was delivered once and then inserted along with the sheath. After the stent graft placement, access angiography confirmed a vessel injury with suspicion of dissection at the right access vessel. Since it was difficult to identify the injured site, two stent grafts were implanted from the right common iliac artery to the right external iliac artery. The right internal iliac artery was decided to be covered by the stent graft. During the wound closure, the doppler examination revealed a low blood flow in the right peripheral leg. Angiography was performed from the left femoral artery access and confirmed that there was no blood flow from the sheath insertion site of the right femoral artery to the peripheral leg. The sheath insertion site of the right femoral artery was surgically repaired. The patient tolerated the procedure. It was reported that the patient's access vessel was narrow.